Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of cardiosave intra-aortic balloon pump (iabp) was not charging. The event occured prior to use and there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the charging circuit was not initializing. Batteries in both slots were drained below 50% and were not charging. The fse replaced the power management board. The unit then began charging. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
N/a.